Event description:
Device evaluation completed and summarized in h 10.

Event description:
Information was received that device has error 45639. No patient involvement.

Event description:
Device evaluation completed and summarized in h 10.